Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer used a different cannula length, went through manual prime, and was able to bolus. The customer tried all remedies and did not want to troubleshoot. Customer's blood glucose level was 482 mg/dl. The customer bolused but was tired of bolusing. The customer was supposed to receive 15 units but the insulin pump only delivered 4 units. The customer had called three time about receiving no delivery alarms. The customer attempted to bolus to treat her blood glucose level but the insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.